Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 49, pump error 68, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 24 mg/dl. The customer reported hypoglycemia, hypoglycemia, hypoglycemia treated with glucagon, ems/ambulance/ER visit, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1880l, mmt-332a, mmt-242a. Customer reported low bgs.customer reported receiving pump error 23. Customer was able to clearerror and complete rewind process. Pump was not recently placed instorage mode or without a battery for > 8 hours. Error has occurred morethan once after a battery change.customer reported receiving a pump error. No further patient complications were reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a. Frn-mmt-1880, mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No pump error 23, 49 or 68 alarm during testing. However, unexpected pump error 23 alarm on 04/18/2024 at 19:08:15.000 was generated since due to low backup battery voltage pump did not survive the safe shutdown and pump completely lost power and for pump error 68 alarm on 04/18/2024 at 19:07:11.000 and pump error 49 alarm on 04/18/2024 at 19:07:11.000 and 19:07:51.000, the root cause was not identify due to lack of corresponding traces according to software engineer analysis. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.7 mv). Unable to verify customer alleged for low bg. The force sensor is within specification. Pump error 49 alarm and pump error 68 alarm not confirmed. Unexpected pump error 23 alarm confirmed due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.